Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user observed that the introducer extended to the tip of the needle and observed "right breast buckling with skin nick." Additional information was obtained from the user site, and it was reported that the procedure was successfully completed with another device; however, the radiologist performing the procedure had to use a scalpel, multiple needles and made a second incision to the patient's breast. No further information is currently available. The device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The device was not returned for this complaint, and only limited patient-related information was provided, however, even though a full visual or functional investigation could not be conducted, it is possible to associate current issues with an existing issue regarding 25e28rc lot number. Cause/root cause: the investigation determined that the most probable root cause of the device failure consists of the introducer length. The investigation involved a comprehensive review of device history records, complaint data, risk assessments, and testing results. Incoming inspection processes are implemented in the production process to ensure compliance with established standards. However, at the time this device was manufactured, there was no control points placed at the production line to prevent recurrence of similar events and to ensure compliance with established standards. A CAPA was initiated in (B)(6) 2025 following the escalation of a non-conformance event to document and implement corrective actions for the impacted lots (including 25e28rc) of brevdisp09 (brevera® breast biopsy system disposable 9 gauge needle). Conclusion: the reported issues have been confirmed, and the most probable root cause has been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. Future events will be monitored and trended. Complaint confirmed: yes. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user observed that the introducer extended to the tip of the needle and observed "right breast buckling with skin nick." Additional information was obtained from the user site, and it was reported that the procedure was successfully completed with another device; however, the radiologist performing the procedure had to use a scalpel, multiple needles and made a second incision to the patient's breast. No further information is currently available.